Manufacturer narrative:
Executive summary - corrected.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the delivery wire revealed that it was bent and the proximal contact was detached. Microscope analysis of the detachment zone revealed that the coil had broken off from the deliver wire. There was evidence of a hook like shape that could partially be observed along with an uneven edge at the detachment zone indicative that the detachment zone wasn¿t dissolved via electrolysis. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation and that intermittent flush was being used during the procedure. Handling of the device during use probably contributed to the damage to the delivery wire as these were not reported. However, the dfu indicates that in order to achieve optimal performance of the target detachable coil system..it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil. Based on analysis of the device and the information available it is probable, that the lack of continuous flush may have resulted in the resistance experienced resulting in the reported break of the coil from the detachment zone while being maneuvered. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
As the coil was being advanced into the aneurysm resistance was encountered and the microcatheter moved resulting in loss of position. During an attempt to re-adjust the microcatheter to position the coil into the aneurysm, it was observed that the coil had stretched. It was reported that as the coil was being removed from the microcatheter, it detached outside the patient's body. There were no clinical consequences to the patient due to this event. The procedure was terminated and the patient was transferred to surgery.

Event description:
It was reported that resistance was encountered during advancement of the coil into the aneurysm. Upon visual inspection of the coil through fluoroscopy, the physician observed that the coil had stretched and it had inadvertently detached in the microcatheter. The coil was removed from the patient¿s body without any clinical consequences. The procedure was terminated and the patient was transferred to surgery.

Manufacturer narrative:
Subject device is not available.

Event description:
As the coil was being advanced into the aneurysm resistance was encountered and the microcatheter moved resulting in loss of position. During an attempt to re-adjust the microcatheter to position the coil into the aneurysm, it was observed that the coil had stretched. It was reported that as the coil was being removed from the microcatheter, it detached outside the patient's body. There were no clinical consequences to the patient due to this event. The procedure was terminated and the patient was transferred to surgery.